Event description:
Device depletion, cause initially unk. 108 charges due to sensing artifacts. During the explant, it is noted that no efh was used to fixate the lead; macroscopically, there is no damage to the lead, but color differences in the ligature area.